Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection procedure, "the surgeon put the detachable head on the proximal side of the sigmoid and then went to perform the anastomosis. He closed the instrument according to the instruction, waited 25 seconds, and fired. According to the surgeon he didn¿t hear a noise(click) or felt resistance, so he felt something was wrong. After opening the device, he noticed that the distal donuts is very thin and their wasn¿t a broken washer ring. He checks the anastomosis with leak test and saw bubbles of air which proved to him that the anastomosis is not reliable. He made a new hand sewn anastomosis, and then checked the specimen for the broken washer. Nothing was found." There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.